Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the synchron lx I 725 instrument. A patient sample was tested for accu tni and a result of 3.99ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested for accu tni and the repeated result was 0.02ng/ml. There was no report of death, injury or change to patient treatment in connection to this event.

Manufacturer narrative:
Qc performed prior to the event was within specifications. The specimen was collected in a bd, sst, 13x100 tube. The sample was allowed to clot for 15 minutes. Per bd product insert, the recommended minimum clot time for the sst tube is 30 minutes. The specimen was centrifuged at 3,600 rpm for 5 minutes. Per bd insert, the recommended centrifugation time for the sst tubes is 10 minutes. A field service engineer (fse) was dispatched to the customer's lab in 2007: per the fse, the customer performed a system check and precision testing following the event, and both tests passed within specifications. The fse conducted diagnostic test which passed. The fse indicated that customer agreed the event was likely sample related. Pre-analytical sample handling may have contributed to this event. A malfunction will be assumed for the purpose of this report.